Manufacturer narrative:
The devices have been requested, but have not been rec'd.

Event description:
The pump was rpeorted with a "reset manual tube release (mtr)" message when the open key was pressed, during pt use. The pump was reported to be infusing nitroglycerin on channel b when an air alarm occurred. The nurse removed the tubing to purge the air and when the open key was pressed, the "reset mtr" message came up. The nurse reset the mtr. When the nurse loaded the tubing, the channel would not close and the side clamp became stuck. The set was eventually removed and the channel was not used after the event. No pt injury has been reported. There were 2 colleague infusion pumps (14110462tc and 14110460tc) reported as potentially having been involved in this report, however, the exact pump involved is not clear. No additional info available.